Event description:
It was reported that an error was received during a calibration check. The user was unable to get the programmer back to the normal screen even after the programmer was cycle powered. Another programmer was used to complete the calibration check. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).